Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, prompting the system to instruct the user to connect the cgm or enter blood glucose for bg-run mode; subsequent troubleshooting and education were completed, the sensor reconnected, and glucose values displayed. Symptoms included hyperglycemia with a reported blood glucose of 380 mg/dl. Outcomes included temporary loss of automated control with reliance on bg-run mode until sensor reconnection, followed by stabilization of glucose to 179 mg/dl. Investigation included review of device connectivity and user-enabled troubleshooting steps. Investigation of this case revealed successful re-establishment of cgm pairing with return of continuous glucose data and trend stabilization. It was concluded that the event involved a pairing failure isolated to the ilet-to-sensor connection that resolved with standard troubleshooting and did not lead to hospitalization or injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.